Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer's parent reported that their son received a critical pump error alarm and when battery was removed water came out. The customer's parent reported that their son received a critical pump error alarm image on the pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded motor home switch.